Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was displaying an error message "replace generator. The generator has reached its end of service". This indicates that the patient has lost stimulation and the ipg is depleted. Troubleshooting was done, but the ipg would not connect. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.